Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy and bso on (B)(6) 2006, and morcellex was utilized to morcellate the uterus. The surgical pathology showed metastatic serous papillary adenocarcinoma. The patient underwent an appendectomy on (B)(6) 2009, and the pathology report revealed a high grade adenocarcinoma. It was reported that the patient died on (B)(6) 2015, which recorded ovarian cancer as the immediate cause. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient received chemotherapy following the (B)(6) 2009 surgery. In (B)(6) 2010 she was found to have nodularity involving the sigmoid colon and 6 addtl cycles of chemo.